Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve & root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, it appears that the cause of the severe paravalvular leak (pvl) observed on the evening after the tavr procedure was related to patient factors (bulky calcification on the ncc). There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the (B)(4) tavi registry reporting system, a 26mm sapien 3 (s3) valve was deployed in a 70:30 aortic/ventricular position in the native aortic valve. Post deployment, the pvl was moderate. Later that evening, severe paravalvular leak (pvl) was observed and percutaneous cardiopulmonary support (pcps) was introduced. On the following day the s3 valve was explanted during a surgical aortic valve replacement procedure. The patient was discharged from the hospital approximately 3-4 weeks after avr. The physician stated that the preoperative CT revealed a bulky calcification on the non-coronary cusp (ncc), which caused the pvl.